Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Blocks d4, d6 & d7: not applicable for this system. Blocks h3 & h6: a field service engineer was on site to correct both insertion of the power cable and strain relief application, without replacing any components. The system met the specification for the performed service and was returned to use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used in an ivus procedure. During use, the system powered off without notice. The system was then connected to another power outlet, powered back on, but the issue was persistent. The overall procedure was aborted and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.